Event description:
The patient was implanted with an ipg on (B)(6) 2009. It was reported in (B)(6) 2010 that she now was unable to communicate with the ipg using the multiple programmers and charging systems. On (B)(6) 2010, the physician replaced the patient's ipg. The explanted device was returned to the manufacturer on (B)(6) 2010. Follow-up on the patient found no further issues reported.

Manufacturer narrative:
Evaluation, results: there is a battery leakage damage to the pcb and the ipg is now nonfunctional even with an external power source. The battery leakage issue is being evaluated under an existing CAPA. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.